Event description:
Pt reported experiencing elevated blood glucose (300 mg/dl) as a result of the infusion device under-delivering insulin. Pt indicated that she replaced infusion set and primed until insulin flowed out of the end of the tubing. Pt indicated that there was no leakage and that she rotated her site in a horizontal rotation method. Pt did not reort requiring any medical assistance to address this issue. Pt indicated that she switched to a different infusion device and her blood glucose was returning to normal.